Manufacturer narrative:
(B)(4). The device was returned for analysis and confirmed the difficulty inserting the guidewire for this incident; additional evaluation discovered the distal end of the seal valve was bunched which could have contributed to the reported guide wire resistance. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified no other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary angiography procedure. Reportedly, the proglide device could not be back loaded over the guide wire and the marker lumen could not be flushed. The device did not enter the patient anatomy. The method used to achieve hemostasis was not reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.